Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin and changing his cartridge every 4 days. Clinical support informed the customer that using cold insulin and changing the cartridge every 4 day is off label per the tandem user guide. Customer resumed insulin deliver. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.